Event description:
Additional information was received wherein the ipg was explanted due to infection.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Weight: unknown.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the ipg was explanted for an unknown reason.